Event description:
It was reported that in operating room, water leakage occurred about 1 cm from the funnel branch of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name: (B)(6). The reported event was confirmed cause unknown. Visual (photo): three photos were received for evaluation. The first photo was a top view of the three-way catheter with return syringe. The second photo was a zoomed in view of trifurcation site pointing to the leakage site. The third photo was of the inflation cap confirming the batch#: ngjt1812. Visual inspection noted no obvious observations. Using the (returned) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a pinhole measuring less than (0.013") found at the trifurcation. The balloon was able to inflate; however, showed a 70:30 concentricity. The balloon was able to deflate within 48 seconds. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in operating room, water leakage occurred about 1 cm from the funnel branch of the foley catheter. Per notification from investigator on 20nov2025, stated that, asymmetrical balloon found during sample evaluation.